Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 23mm bioprosthetic aortic valve was implanted and explanted during the same procedure for unknown reasons. The 23mm valve was replaced with a 21mm valve of an unknown model. No additional adverse patient effects were reported.